Event description:
A consumer implanted for stenosis and spinal pain reported via the manufacturer's representative (rep) they were having difficulty adjusting their implantable neurostimulator (ins). The consumer was hospitalized on (B)(6) 2016 for increasing low back pain and difficulty walking due to a vertebral compression fracture that was two to four weeks old and was treated with balloon kyphoplasty. Troubleshooting was performed and it was determined the consumer hadn't charged their ins, and it was discharged upon interrogation. The consumer and their friend were reeducated on recharging and they were able to demonstrate successful recharging, but it was unknown if the issue was resolved. The consumer was going to be transferred to an inpatient rehabilitation facility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.